Event description:
After filling the syringe with saline, a foreign material was seen in the syringe.

Manufacturer narrative:
Bayer r and I product analysis received and examined the returned syringe and confirmed the presence of a particle in the fluid path. The particle was detected in the barrel of the syringe and measured 3mm in length by 1 mm in width. Material extensions on the particle were observed that could break off into the fluid path. Comparison of the material extensions with the inside diameter of the range of catheters used for radiology injection concluded that, due to possible fragmentation, the potential of injection into the patient exists. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use." This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. In the event additional information is obtained, a follow-up report will be submitted.